Manufacturer narrative:
There is insufficient information to preform a product investigation.

Event description:
Ripped- tampon [device breakage]. Cotton was on the outside of the applicator [device physical property issue]. Case description: consumer reported via email that the tampon ripped. No injury was reported.